Event description:
It was reported that the patient was experiencing pain and discomfort at the ipg site. The patient was prescribed with pain medication. The patient underwent a pocket revision. Additional information was received that the ipg remains implanted and patient was doing well postoperatively.

Event description:
It was reported that the patient was experiencing pain and discomfort at the ipg site. The patient was prescribed with pain medication. The patient underwent a pocket revision.